Event description:
It was reported by the rep that during a bariatric procedure, the clip applier spit out 2 clips initially and did not form any clips. None closed down properly. Case was completed with like device with no patient consequence.